Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (06/21/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to her expected result. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 4x daily. The patient manages her diabetes with lantus insulin (32 units) and humalog insulin (sliding scale). The alleged issue began about 3-4 days prior to contacting lfs. On the morning of (B)(6) 2011, the patient reported a blood glucose result of "193 mg/dl" with the subject meter. The patient stated her blood glucose usually reads between "100-140 mg/dl." That morning, the patient administered an increased dose of humalog insulin (amount not specified). By that afternoon, the patient felt low blood glucose symptoms of sweating profusely and "felt like passing out." The patient's symptoms prompted her to test and obtained a blood glucose result of "138 mg/dl" with the subject meter. The patient ate ice cream as treatment and felt better after. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The cca walked the patient through a control solution test which read out of range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.